Manufacturer narrative:
The customer reported that while preparing to use the device on a patient, the tube crane collided into the generator unprovoked. Field service visited the site and replaced the motor to aid in resolving the issue. No patient or user injury was reported due to this event. This issue will be monitored in case any future action is required.

Event description:
The customer reported that the overhead tube crane collided into the generator while preparing to take an exposure.